Manufacturer narrative:
This report is submitted on april 04, 2017. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, due to chronic skin overgrowth at the implant site. A longer abutment was placed during the procedure under a general anaesthetic.